Event description:
Facility alleges a blood leak occurred at the end of treatment. Dialysis was discontinued and the blood was not returned to the pt. Estimated blood loss 200cc's. Blood loss was due to the blood left in the dialyzer and blood lines when discarded. No serious injury or medical intervention reported as a result of this incident. This event involved one pt.